Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient arrived at the hospital unresponsive on (B)(6) 2016. Caller stated that the patient had a magnetic resonance imaging (MRI) which made them aware that the patient had a pump. Caller reported the healthcare provider (hcp) wanted a manufacturer representative to come to the hospital and interrogate the pump. Caller believed there was baclofen in the pump, but does not know for sure. Patient's outcome was not reported.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.